Event description:
It was reported the subject device had intermittent image noise. The event occurred during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: the light intensity of the general lighting does not meet the standard value due to a broken u-shaped light-emitting diode. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.